Manufacturer narrative:
(B)(4).

Event description:
It was reported "I had accessed the artery with the needle in the kit but honestly the wire seemed to kink once I tried to pass the catheter over it. I had to remove the catheter and the wire and then I used an introducer needle from our cvc kit, and a new wire to get into the artery, only then was I able to pass the wire over the catheter (with the larger introducer needle)." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "critical".

Manufacturer narrative:
Qn# (B)(4). The customer provided two images for analysis. The photos show the lid stock of the kit packaging and the opened kit. Large quantities of biological material were observed on the guidewire, kit and various components. Visual analysis of the product in the images revealed a misshapen guidewire. The customer also returned one opened arterial catheter kit for analysis. The catheter and the guidewire were not returned. Signs of use in the form of biological material were observed on the tray and on various components in the kit. Visual inspection of the guidewire and catheter could not be performed as the catheter and guidewire were not returned. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this product cautions the user "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The customer report that the guide wire was kinked was confirmed based on the customer provided photos. The images show a used guidewire with evidence of kinking. However, the guidewire and catheter components were not returned with the opened kit sample, therefore, evaluation to determine the cause of the damage could not be performed. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. Due to the nature of the incomplete returned sample, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "I had accessed the artery with the needle in the kit but honestly the wire seemed to kink once I tried to pass the catheter over it. I had to remove the catheter and the wire and then I used an introducer needle from our cvc kit, and a new wire to get into the artery, only then was I able to pass the wire over the catheter (with the larger introducer needle)." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "critical".